Event description:
Global pharmacovigilance dated received the following information: the facility nurse reported the female patient experienced peritonitis and was diagnosed on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012 and discharged on (B)(6) 2012. It is unknown what interventions were ordered. The patient is considered to be recovering. The cause of the peritonitis was reportedly due to the cat. The facility nurse indicated that the event was unrelated to baxter solutions, devices or disposables.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.